Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-04776 it was reported the patient experienced a fall resulting in loss of stimulation therapy coverage from his scs system. X-ray taken confirm the patient's scs leads migrated. The physician replaced the patient's scs leads and stimulation therapy was reportedly restored.